Manufacturer narrative:
Follow up #1 submitted: 05/27/2014. Device evaluation: review of the black box data revealed on february 26, 2014 consecutive call service alarms followed by the warning ¿pump is not primed, no delivery¿ with record of power on reset after the warning. On examination, the battery compartment and battery cap were intact without damage. The battery cap was able to be secured to the pump properly. On investigation, the pump did not demonstrate loss of power or rebooting. There was no intermittent condition found to the power circuit. Investigation was not able to duplicate the complaint of no power and the pump was found to be operating within specifications without malfunction.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging the pump had no power citing the display screen on the pump was blank. The distributor further alleged there were no audible tones or vibratory function. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged power issue remained unresolved with troubleshooting.